Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019 the receiver initialized without a manual restart. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an "call tech support" error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.